Event description:
The initial reporter stated that the pump was alarming low motor supply and they were unable to clear the alarm and restart their milrinone infusion. They stated that the patient was lethargic and experiencing shortness of breath, and they were advised to take the patient to the emergency department. Mmd did follow up with the initial reporter multiple times to ascertain the patient condition and if replacement pumps had been delivered to them. Those attempts were not successful and the initial reporter provided no additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.